Manufacturer narrative:
B3: event date - this peritonitis event occurred on an unspecified date in june 2023. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as, ¿when the patient was changing out the minicap, they dropped their minicap on their lap and then put the minicap back on their transfer set¿. Peritonitis was manifested by cloudy effluent and abdominal pain. On an unspecified date, the patient was hospitalized and was treated with intraperitoneal vancomycin (every other day for two weeks) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was discontinued, and the patient was performing hemodialysis. The patient was retrained in the proper aseptic technique. No additional information is available.